Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1.1 and 2.1. Distributor's trainer (B)(6) called from a new patient self tester's house during initial training to report two imprecise results, both lower than expected. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.